Event description:
A loaner asset (endyeye flex deflectable videoscope) was returned with no complaint by the end user. There was no report of patient harm. During incoming inspection, an e216 (scope communication) error and a black screen with no image was displayed due to damage to the charge coupled unit. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus and inspected. In addition to evaluation in b5, due to damage on insertion pipe, insulation resistance value did not meet the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to wear of lock engagement lever, bending section could not be fixed firmly. The up/down plate had a scratch. The video connector case had a crack. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for both issues were not established. However, it is probable that the issues were caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual describes how to inspect for the subject events: ¿[inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the (white light) wli and (narrow band imaging) nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.